Manufacturer narrative:
Device used for treatment and not diagnosis. The ab distractor body end act. With u joint 15mm for cmf distractor part 04.315.053, lot 6000874, was processed to the synthes work order number (B)(4) wo, which was initiated on october 10, 2008. The router steps, for the 15 part lot, included unpack destroy old label and packaging, package label per lpf lmd 04.315.053, and release to warehouse. The synthes rework order request form, form f-s146, revision g, is dated october 08, 2008, and includes the operation to rework one part for foreign labeling and shipment in bp21. There were no mrr, ncrs, or complaint related issues with this lot.

Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: the ab distractor body does not distract as well as it should. Distractor needs more than one and a half turns to activate 1mm. Also, it does not hold the distracted length, relapsing, between each activation. Surgeon noted it causes clinical problems: more x-rays, medical consultations, more pain during distraction phase and a second surgery must be anticipated. Surgeon sates he will have to implant plate fixation bilatery. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
This report is #2 of 4 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). The suppliers certificates of compliance dated (B)(4) 2007 for all four lots indicate the parts were manufactured to (B)(4) and met the required specifications. (B)(4).

Manufacturer narrative:
Additional evaluation reported: articles were forwarded to responsible product development center for evaluation. The evaluation of the distractor bodies and screws show no defects. The reported issue, it is necessary for more than one and a half turns to activate 1mm, could not be confirmed. The soft tissue was forwarded to an external institute, approved third party for a histological analysis. This analysis concludes: two areas of soft tissue, representing arrays of collagenous connective tissue with elements of vascular inflammation typically found in these areas, are not indicative of either a chronic or acute bacterial form. In any case, leucocytes and especially granulocytes are almost completely absent. The black spots and accumulation are almost certainly abraded material, but it has not triggered any giant cell reaction. Observation at a collagenous connective tissue area that contains abundant titanium abrasion does not exhibit any signs of infection. There is no product failure detected and no foreign body reaction.

Manufacturer narrative:
Device used for treatment and not diagnosis. Lot number: from 6000874 to 21612-05: MFR: 1719045-2013-00232: initial: information from received product. Retract from MFR: 1719045-2013-00232, follow up 1: evaluation code and the DHR. The wrong lot number was evaluated: another DHR review has been requested: information from received product.